Event description:
Customer reported not seeing any drops of insulin. There was no adverse impact to the customer's blood glucose level. Customer decided to change supplies without completing troubleshooting and planned to call back if the issue persisted. The case was closed by technical support.